Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to cholesterol granuloma. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on september 27, 2024, was filed inadvertently. The correct date of awareness is (B)(6) 2024, not (B)(6) 2024, as previously reported.